Event description:
It was reported that the bd plastipak¿ syringe experienced missing scale markings, and issues with the scale marking permanency. The following information was provided by the initial reporter: upon visiting the department I was informed that the 50ml syringes had faded/no markings on the barrel. None of the syringes were used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 28-jun-2022 h6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the scale marking was observed to be clear and not visible, verifying the reported incident. A device history review was performed for reported lot 2203075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure.

Event description:
It was reported that the bd plastipak¿ syringe experienced missing scale markings, and issues with the scale marking permanency. The following information was provided by the initial reporter: upon visiting the department I was informed that the 50ml syringes had faded/no markings on the barrel. None of the syringes were used.